Event description:
It was reported that the patient presented to the ER with noise on the ventricular channel. As a result, the patient received inappropriate therapy. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.